Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported from fcs, approximately 4 years and 11 months post tavr procedure, the patient is presenting with a failed 26mm sapien 3 ultra valve in the aortic position due to severe aortic stenosis with some aortic insufficiency. Per follow-up, the patient passed away prior to any intervention being completed. As per medical records review, the patient expired approx. 4 years and 11 months post tavr implantation. The patient-s bioprosthetic aortic valve had developed moderate to severe aortic regurgitation, which would have required either a valve in valve or a valve explantation to repair. However, during a dialysis appointment, the patient was found to be hypotensive, and their dialysis was postponed. The patient was admitted to the hospital due to the hypotension and for shortness of breath. There the patient was diagnosed with a non-stemi, and they underwent a pci. The operator attempted to place an impella to assist with heart function without success. The patient went into cardiac arrest at 8am, likely due to hypoglycemia. The decision was made that the patient was too sick for a viv tavr, and comfort care was recommended. Antibiotics were started for possible vegetation that was observed on the echo, but unconfirmed. The patient-s lactate levels rose to 12 that morning, and they were also hyperkalemic, but were too sick for continuous renal replacement therapy (crrt). The patient was terminally extubated and passed away of cardiogenic shock on (B)(6) 2023.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - central regurgitation" was confirmed through provided medical report. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). As reported, "as per medical records review, the patient expired approx. 4 years and 11 months post tavr implantation. The patient-s bioprosthetic aortic valve had developed moderate to severe aortic regurgitation, which would have required either a valve in valve or a valve explantation to repair." In this case, patient was on dialysis, so the patient had chronic kidney disease (ckd). It is widely understood that patients with chronic kidney disease may be predisposed to bioprosthetic calcification., which could lead to stenosis, and resulted in leaflet motion restricted with central regurgitation. As such, available information suggests that patient factors (ckd) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.